Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after cleaning the evis lucera gastrointestinal videoscope in a non-olympus kaigen washing machine, the tip of the scope was wiped, and black particles were attached. The issue occurred with six (6) evis lucera gastrointestinal videoscopes. No patient injury reported. The facility was inquiring to what the substance was. The complaint is related to patient identifiers (B)(6) (evis lucera gastrointestinal videoscope, gif-pq260), (B)(6) (evis lucera gastrointestinal videoscope, gif-pq260), (B)(6) (evis lucera gastrointestinal videoscope, gif-pq260), (B)(6) (evis lucera gastrointestinal videoscope, gif-pq260), (B)(6) (evis lucera gastrointestinal videoscope, gif-pq260).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, two types of foreign material, black and white, were confirmed. When the component analysis of the foreign material was conducted, the following results were obtained: black foreign material-contains a lot of aluminum, and silicon were also detected. In addition, since the appearance is crystal-like and hard, there is a possibility that it is derived from some kind of mineral, but we could not identify it. White foreign material- silicon dioxide (silica, silicic anhydride) was detected. As for the origin, it could not be specified since it has a wide range of use such as desiccants, abrasives, pharmaceuticals, food additives, etc. It is likely that the materials are from the environment of the facility, not from the endoscope. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.